Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 31-year-old male with acute myocardial infarction and cardiogenic shock (pre-support scai stage e) underwent impella cp support via right femoral percutaneous arterial access. During support, the device was reported to function at p-4 with flows of 2.3 l/min using a d5w sodium bicarbonate purge solution; however, subsequent repositioning resulted in operation at p-7. On proactive follow-up, red urine was reported, indicating hemolysis, which had also been noted overnight. Despite initial bedside repositioning with echocardiographic guidance, hemolysis persisted. The patient was taken to the catheterization laboratory the fluoroscopic evaluation revealed the pump had migrated into the aorta and a cannula kink was identified near the outlet cage. Repositioning attempts did not resolve the issue, and the device was explanted. The pump was replaced with a new impella cp, after which hemolysis resolved. The patient survived the procedure and remained stable following device replacement. The hemolysis was associated with suboptimal pump position and a cannula kink, which was not correctable with repositioning; replacement of the device resulted in resolution of hemolysis and stabilization of the patient outcome.

Manufacturer narrative:
Corrected information provided in d3 (manufacturer fax) and g2 (is report source company rep). Additional information has been provided in d9 and h6.